Manufacturer narrative:
The reported complaint of a leak from the icy catheter (lot 169857) was confirmed during functional testing. During the functional pressure leak test, a leak from the catheter's shaft was observed, located at 3 cm away from the distal end of the manifold. The root cause of the reported complaint was due to a small sharp cut. A suture needle or other sharp tool, such as a scalpel, may have accidentally cut the catheter shaft, which is attributed to user error. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residues were observed on the balloons and luered tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a leak from the catheter's shaft was observed, located at 3 cm away from the distal end of the manifold, confirming the reported complaint. In addition, the returned catheter was inspected under a microscope, and a very small sharp cut was noticed on the catheter's shaft. No leak was observed from the balloons. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 169857.

Event description:
The customer reported the 64-year-old, 168 cm, 100 kg female patient had maintained the target temperature of 33°c for 23h when an air trap alarm was displayed by the thermogard xp ivtm system. The alarm was cleared. No fluid leakage from the patient or the thermogard. The saline bag was empty. The icy catheter (lot 169857) was not replaced, and therapy was continued with arctic sun. The catheter has been inserted into the right femoral vein smoothly on the first attempt. The dwell time was 48 hours. A leakage test was performed after per IFU and saline did not return. The exact location of the leak is unknown. The console is back in service. No patient injury reported.